Event description:
It was reported that during a da vinci-assisted neck anastomosis transthoracic esophagectomy surgical procedure, the synchroseal instrument stopped opening after two uses. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.